Event description:
It was reported that this device was beeping. The local representative interrogated the device and found a battery depletion (bd) error message. However, the battery time remaining was listed as fifty four percent. Remote analysis confirmed that the error must have occurred back in december of 2025. The battery is now depleting normally. The local representative could not find any information indicating the patient had a surgery back then. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The interrogation by the programmer will stop the beeping. This is consistent with a false battery depletion due to magnet application many months prior to follow up. There were no adverse patient effects reported. The device remains in service.